Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure name - knee replacement procedure. Location and incision size of product application:- -length of incision 15-20cm. When did the reaction first occur: -one patient reacted at 3 days. How large of an area does the reaction cover: - please see pictures for area of reaction. What was done to address the reaction: following removal of prineo the reaction settled very quickly. Was the site cultured; if so, what bacteria were identified: -site was not cultured is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? -the patients had no known allergies. Patient current condition - following removal of prineo the reaction settled very quickly.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name, date of procedure, location and incision size of product application?, when did the reaction first occur ?, please provide the pictures of reaction, how large of an area does the reaction cover?, what was done to address the reaction?, date of prineo removal, was the site cultured? If so, what bacteria were identified?, is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?, were any patch or sensitivity tests performed?, patient current condition, it is reported that 2 samples will be returned for analysis. Please provide product return date and tracking number, please provide lot number of product involved.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. The patient presented a severe reaction post-operatively, three or nine days following the procedure. The patient had to return to hospital for treatment and removal of topical skin adhesive. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.